Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent artificial disc instalation at c5/6 due to cervical hernia. Intra-op, during drilling through a drill guide, the product broke. The second one was opened and drilling could be performed successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result visual optical visual and optical inspection of the drill bit revealed part of the tip has been broken off. The surface of the fracture is slightly angled and very rigid. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.